Event description:
There was an allegation of questionable troponin t hs stat elecsys results from the cobas e411 rack analyzer. The initial result was 30.95 pg/ml. The repeat result using an aliquot was 5.81 pg/ml. The third result was 4.40 pg/ml. The result of 5.81 pg/ml was reported outside of the laboratory to the doctor. The reagent lot number was 56661100 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the data and information provided, a general reagent issue could be excluded.